Event description:
The pt had a peg tube insertion on (B)(6) 2012. Procedure was technically well-executed but when the telescoping dilator was removed through the skin incision, the end piece broke off and was pulled into the stomach. Because the procedure was done in interventional radiology, and the removal had to be done in endoscopy, the piece was left behind at that time. Endoscopic removal was unremarkable on (B)(6) 2012.